Manufacturer narrative:
Device evaluation: the issue "no output" was confirmed by the investigation. In addition, the device does not show any abnormalities at the housing nor inside the unit. The most probable root cause is a component failure (fpga defect). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported there was no output there is no information that the event caused a harm or serious injury to patient.

Manufacturer narrative:
The device in question was returned to the manufacturer on january 23,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).